Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer reseated the cable and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.